Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.